Manufacturer narrative:
The customer's complaint of "the thermogard xp ivtm system (sn (B)(6)) displayed an "air bubbles detected" message and can no longer be operated" was confirmed during the functional testing and the archive data review. Traces of saline were noted on the printed circuit assembly (pca) of the air trap sensor block, resulting in a malfunctioning air trap sensor block. The possible cause for the saline traces was an overflow of saline into the air trap holder, likely caused by a leaking start-up kit (suk) or user mishandling. However, there was no recent previous event found for a leaking suk associated with this thermogard system. No physical damage was observed on the thermogard system during the visual inspection. The event log data revealed multiple mid:09 (air trap assembly) error messages, thus confirming the reported complaint. The thermogard system failed the functional test due to a mid:09 (air trap assembly) error message displayed upon powering on, thus confirming the reported complaint. During an internal inspection, dried saline traces were observed on the air trap sensor block, causing the sensors to malfunction. The air trap sensor block assembly was replaced to remedy the fault. Following service, the thermogard xp ivtm system passed the final functional, calibration, and electrical safety tests without issues. Historical complaints were reviewed for service information related to the reported complaint, and no similar complaint was reported for the thermogard xp ivtm system with serial number (B)(6).

Event description:
The customer reported that the thermogard xp ivtm system (sn (B)(6)) displayed an "air bubbles detected" message and can no longer be operated. No information was shared with zoll about patient treatment status or if the system was intended for use on a patient or being tested. Patient use information was requested, but no additional information was provided.